Manufacturer narrative:
The benzodiazepines reagent lot number is 867115. The amphetamine reagent lot number is 889588. The expiration dates were not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative adjusted the water supply pump and rinse levels, replaced the reagent pack, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable online dat amphetamines ii and online dat benzodiazepines ii results for 4 patient samples on a cobas c 503 analytical unit. Sample 1: on (B)(6) 2026, the initial amphetamine and benzodiazepine results were both positive. The numerical results were not provided. The sample was repeated, and the results for both tests were negative. The sample was repeated on another module at another laboratory, and the results for both tests were negative. The sample was tested using gas chromatography mass spectrometry (gcms), and the results were negative for both tests. Sample 2: on (B)(6) 2026, the initial amphetamine result was 61 mabs (positive). The initial benzodiazepine result was 54 mabs (positive). The sample was repeated. The amphetamine result was positive, and the benzodiazepine result was negative. The sample was repeated on another module at another laboratory, and the results for both tests were negative. The sample was tested using gas chromatography mass spectrometry (gcms), and the results were negative for both tests. Sample 3: on (B)(6) 2026, the initial amphetamine result was positive. The numerical results were not provided. The sample was repeated, and the amphetamine result was positive. The sample was repeated on another module at another laboratory, and the result was negative. The sample was tested using gas chromatography mass spectrometry (gcms), and the result was negative. Sample 4: on (B)(6) 2026, the initial amphetamine and benzodiazepine results were both positive. The numerical results were not provided. The sample was repeated. The amphetamine result was positive, and the benzodiazepine result was negative. The sample was repeated on another module at another laboratory, and the results for both tests were negative. The sample was tested using gas chromatography mass spectrometry (gcms), and the results were negative for both tests. The gcms results were believed to be correct. The samples were repeated because the initial results were questioned.